Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic repair of small bilateral primary direct inguinal hernias under general anesthesia on (B)(6) 2009. The patient indicated on the 24 month patient questionnaire that the hernia recurred in 2010. The patient reported having a second procedure for the recurrence on an unknown date.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent reoperation on (B)(6) 2011.

Event description:
It was reported that patient underwent reoperation on (B)(6) 2011.